Manufacturer narrative:
Related MDR report # mw5158461. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Voluntary medwatch received reported: tandem pump battery died over night after being charged. This resulted in overnight hours of not receiving insulin causes dka which required going to the emergency department and then admission into the ICU. Multiple attempts were made by tandem technical support to follow-up with the customer; however, no response was received, and no additional information was able to be obtained.